Event description:
It was reported that the patient¿s pain was not covered by the pump. The pain was on the left side of the patient¿s abdominal area. The patient only had a pump and ¿a cage¿ left in his body. It was noted that, 7 years ago, the patient had a ¿miniature stroke¿ having a brain scan and 7 other scans. MRI compatibility guidelines were requested, as the patient was having an MRI for pain from crohn¿s disease and colitis. These issues came up after having the pump implanted. While being in the hospital, the pump was turned down by 5%. The device system was used to deliver hydromorphone and clonidine.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).